Manufacturer narrative:
This report is submitted on april 07, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced a performance decrement, possibly due to the trauma, the implant site suffered. Subsequently, the device was explanted on (B)(6) 2017. It is unknown whether the patient was reimplanted with another device as of the date of this report.

Manufacturer narrative:
This report is submitted on may 16, 2017.